Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Four (4) photos were provided and reviewed as part of the device analysis. Photo one showed a hotline warming set; the complete device was observed, but no damage or dysfunctional conditions was observed. Photo two showed a close-up of the distal end return connector where a fluid leak was observed. Photo three shows a hotline warming set; the complete device was observed, but no damage or dysfunctional conditions was observed. Photo four shows a close-up of the distal end return connector where a fluid leak was observed. Two products were received with their original packaging, in used condition, and decontaminated. Both products present delamination in the join between the distal end hl swivel return connector and 3 lumen tube. No other damage or dysfunctional conditions were observed. To verify if leakage can be confirmed, which can be caused by a lack of solvent detected previously in visual inspection, a leak test was performed. Both products failed the leak test confirming the complaint. Based on the analysis on the returned product, and review of the mitigations during the manufacturing process, the root cause was lack of solvent caused improper following of procedures. A device history record (DHR) review showed no discrepancies or nonconformance's during the manufacturing of the reported lot number. Awareness notification was made to production personnel to explain the importance of adhering to, and following, procedure.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the product was observed. No patient injury was reported. It was reported that no further information is available.